Manufacturer narrative:
(B)(4). The device was received with no apparent damage. It was connected to a generator, evaluated with a test instrument and was found to be functional. The instrument was disassembled to inspect the internal components. The moisture indicator was positive. In addition degradation of the hand activation wire outer jacket was observed. However, this will not interrupt device function or generate an alert screen, not contributing to the reported event. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However no definitive root cause could be drawn. It is probable that the ingress of moisture affected handpiece functionality. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Event description:
It has been reported that the handpiece does not work. The caller did not have any more details to provide.